Event description:
It was reported that during a follow up, low hv lead impedance was observed. Oversensing was also noted at subsequent follow up. The device was programmed to tachy and brady off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.